Event description:
It was reported that the device triggered elective replacement indicator only 18 days after reporting a battery voltage of 2.95 volts. Possible early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.